Event description:
It was reported to philips that the system was freezing. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was having issues. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found that the system was lagging. To resolve the issue, fse installed system software. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.